Event description:
It was reported that the tip of an asahi confianza pro12 guide wire had fractured during an intervention to treat heavily calcified, diffuse severe stenosis in the proximal left superficial femoral artery (sfa) and occlusion in the middle left sfa. With the help of advantage wire, a 7 french 45 cm destination sheath was deployed with the tip in the left common femoral artery utilizing contralateral approach. With the help of a quick-cross extreme support catheter and advantage wire, the chronically occluded sfa was traversed but the wire and the catheter would not go beyond the mid sfa. The confianza pro12 was then used to cross the occlusion in the middle left sfa. Despite multiple attempts, it could not cross into the true lumen of the distal sfa. Instead it was advancing into a small branch. With manipulation, the wire tip broke off. The fragment was a little over 1.2 cm and was noticed to be in a small branch with no communication with the main vessel. Decision was made to leave it alone as it will be very difficult to retrieve and potentially can cause damage to the sfa itself. Atherectomy and stenting was then performed on proximal sfa before the wire fracture location. The patient was discharged the next day after the procedure with no complications related to wire fracture.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that torsion as well as tensile stress generated with wire manipulation had likely contributed to the reported fracture of the confianza pro12 guide wire. The applied stress would localize and exceed the product design limit when the wire movement was restricted by the small branch. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.